Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that during use of the bd vacutainer® blood transfer device holder with female luer adapter when disconnecting from the tube blood splashed from the rubber top. No injury sustained. Hand hygiene proceeded. The following information was provided by the initial reporter: staff got splashed with blood after removing the vacutainer device from a yellow top tube. Staff alleged using a 20 ml syringe connected to vacutainer device and allowed the tube to fill using vacuum from the tube, did not apply external pressure. Upon disconnection of the device from the tube, staff got splashed from the tube rubber top. No injury sustained. Hand hygiene proceeded.